Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had needle fractured in the body. The customer¿s blood glucose level was unknown. Customer also stated the sensor was not intact when removed. Customer reported that they did not have any site issue but was not able to find the needle. The sensor was not returned for analysis.